Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 please provide patient information: gender, weight, patient outcome and medical intervention. When additional information is received a follow up report will be submitted.

Event description:
"It was reported by the healthcare professional "1y 7m po overdrain and not adjustable" . Patient: (B)(6) years, details unknown. Implantation: (B)(6) 2017. Revision: (B)(6) 2019. The explanted product were delivered to miethke with the return kit inside an unknown liquid. The file was entered with limited information.

Manufacturer narrative:
Manufacturing evaluation: the shunt system was received submersed in an unidentified liquid in a plastic container. Visual inspection - no significant deformations or damage of the valves were detected during the visual inspection. Permeability test - results have shown that the shunt assistant has a blockage and the progav is permeable. Adjustment test - the progav was tested and is adjustable to all specified pressures. Braking force and function test - the results have shown that the brake function operates as expected. However, the braking force required was not within the specified tolerances. Computer controlled test - the progav valve was not operating within the accepted tolerance. The measured opening pressure was lower than expected indicating a tendency towards over-drainage. The shunt assistant was unable to be measured due to the identified occlusion. Results - after the tests, we have dismantled the valves. Inside both valves we found significant build-up of bloody substances (likely protein). As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) - therapy by shunt implants. Based on our investigation, we are unable to substantiate the claim of non-adjustability. However, it can be postulated that the observed deposits could also have temporarily compromised the valve functionality in the past. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released.